Event description:
It was reported that the patient was experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention was undertaken wherein the system was explanted without complication.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined